Event description:
It was reported that there was an alert for "rv pacing lead impedance not taken". It was also reported that the electrogram demonstrated an atrial capture issue. Both the atrial lead and the device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.